Event description:
According to the description from the hospital, the ventilator was connected to a patient in a controlled ventilation mode when it stopped ventilating and no alarms were activated. The patient was manually ventilated and the ventilator was exchanged. There was no patient injury reported.

Event description:
Reference number : lss - v05155